Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2 and h11. Section b5: additional/modified information was received on 17-jun-2025. Summary: regarding the event of ¿worsening headache,¿ the answer field of the diagnostic imaging for neurological events was updated from ¿no¿ to ¿yes¿. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional/modified information was received on 29-sep-2025. Summary: regarding the event of ¿severe headache,¿ the adverse event term was updated from ¿worsening headache¿ to ¿severe headache.¿ the event type was updated from ¿worsening of a pre-existing condition¿ to ¿new event.¿ this additional information has been reviewed. No changes regarding the reportability determination nor coding were required. The event remains reportable to the usfda. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional/modified information was received on 25-mar-2026. Summary: per the information, the adverse event term: ¿severe headache¿ was updated to ¿headache.¿ the awareness date and start date of ¿27 may 2025¿ was updated to ¿(B)(6) 2025.¿ a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight and height were not reported. Section a1. Patient identifier: (B)(6). The device remains implanted; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device m7883w number, and no non-conformances related to the malfunction were identified. Headaches are a known potential complication associated with the use of the trufill n-bca study device and is listed in the instructions for use (IFU) as such. There was no alleged quality issue related to the used device, as the device performed as intended. The patient presented with a history of chronic headaches and this event was classified as the worsening of a pre-existing condition. The pi assessed the event as possibly related to the study device and to the mma study procedure; therefore, the correlating relationship between the event to the used device as a contributing factor cannot be ruled out. Additionally, the event required prolonged hospitalization and medicinal treatment. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported via the migraine study (B)(6), subject # (B)(6), a 25-year-old female with a medical history of hypercoagulable state, chronic migraines, and refractory migraines, underwent an mma embolization procedure for refractory chronic migraine using a trufill n-bca-1 gram kit (631500/ m7883w) (3:1 oil: n-bca ratio) on (B)(6) 2025. The anterior and posterior branches were embolized. In the opinion of the treating physician, the embolization procedure was successful. On (B)(6) 2025, the patient experienced the adverse event of ¿worsening headache,¿ which was classified as the worsening of a pre-existing condition. The principal investigator (pi) assessed this event as a serious, severe, adverse event, that was possibly related to the study device and possibly related to the study procedure. The event was ¿expected/anticipated.¿ the event required in-patient or prolonged hospitalization and was treated with medication (excedrin and klonopin). The outcome is recorded as ¿recovering/resolving¿ with no end date listed. Additional/modified information was received on 09-jun-2025. Summary: regarding the event of ¿worsening headache,¿ the outcome was updated from ¿recovering/resolving¿ to ¿recovered/resolved with sequelae¿ with an end date of (B)(6) 2025.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b3, b4, g3, g6, h2, and h11. Section b3. Date of event was updated from 5/28/2025 to 5/27/2025. Additional/modified information was received on 29-aug-2025. Summary: regarding the event of ¿worsening headache,¿ the start date was updated from ¿28-may-2025¿ to ¿27-may-2025.¿ awareness date was updated from ¿28-may-2025¿ to ¿27-may-2025.¿ this additional information has been reviewed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional/modified information was received on 08-aug-2025. Summary: regarding the event of ¿worsening headache,¿ the outcome was updated from ¿recovered/resolved with sequelae¿ to ¿recovered/resolved.¿ a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.